Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to slightly loose drive support disk. Unable to perform occlusion test, excessive no delivery test and displacement accuracy test due to prime anomaly. Device received with cracked case at display window corners, battery tube threads and belt clip slot. Device received with missing end cap sticker. Device received with stripped belt clip slot. Device received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of loose drive support cap. The customer's blood glucose reading was 367 mg/dl. The customer had symptoms such as feeling weak and dizzy. The customer took a blood test and urine test. The customer stated that the drive support cap stuck out. The insulin pump was returned for analysis.